Event description:
It was reported that a broken es2 4.5 tap was found in set at the branch office.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the visual inspection implicates the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The most likely contributors to the reported issue include excessive application of torque and the manner in which the tap was used. Conclusion: the root cause of the tip fracture cannot be determined based on the limited information provided.

Event description:
It was reported that a broken es2 4.5 tap was found in set at the branch office.

Manufacturer narrative:
Method: mechanical evaluation: results: the visual inspection implicates the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process. The most likely contributors to the reported issue include excessive application of torque and the manner in which the tap was used. The root cause of the tip fracture cannot be determined based on the limited information provided. Conclusion: the es2 cannulated modular tap 4.5mm was confirmed fractured upon investigation of the returned product. The instrument was discovered to be fractured at the (B)(4) branch location. How and when the fracture occurred was reported unknown.